Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: b4, b5, d10, g4, h2, h3, h6 the neck was returned and submitted for further analysis. Optical images showed evidence of circumferential machining marks and dark deposits. Deformation marks were observed on the inferior side of the neck, possibly consistent with neck impingement. The sem examination confirmed circumferential machining marks with deposits as well as axial wear marks. Eds confirmed biological material present on the taper. Cocrmo material was likely transferred from the head, showing elevated levels of cr and mo, and is possible evidence of corrosion. Eds analysis of the surface of the adapter outside the taper was consistent with ti6al4v titanium alloy. Additional information does not change the previous investigation or conclusions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No more event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with images provided. Images of explanted stem and neck were reviewed. Corrosion was observed in the trunnion of the neck. A micromotion mark was also identified on the lateral side of the neck. Marks and damages were identified on the stem. Bone residuals were identified on the porous coating. The inside of the stem is unclear. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00541, 0001822565 - 2019 - 03052.

Event description:
It was reported that a patient underwent an initial hip procedure on unknown date. Subsequently, the patient was revised due to pain, elevated metal ion levels and loosening. Test shows elevated cocr levels (about 9) and bone scan showed loosening of femoral stem. Attempts have been made and additional information on the reported event is unavailable at this time.